Event description:
It was reported that the patient underwent primary hip surgery on an unknown date. Revision procedure was performed on (B)(6) 2014 due to armd. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown. Manufacture date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This is 2 of 2 reports being submitted for the same event. Also see: 3002806535-2014-00291.